Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii), and elecsys ft3 iii (ft3 iii) results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to an architect system. Medwatchs involved in the event include patient identifiers (B)(6). The cobas e411 tsh result was 3.410 uiu/ml. The architect system result was 2.573 uiu/ml. The cobas e411 ft4 ii result was 2.36 ng/dl. The architect system result was 1.93 ng/dl. The cobas e411 ft3 iii result was 5.13 pg/ml. The architect system result was 0.99 pg/ml. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Samples were investigated by (B)(6) using a cobas e801 serial number (B)(4). The samples were also run with an external siemens platform. The e801 tsh result was 3.280 uui/ml. The siemans platform result was 2.706 uui/ml. The e801 ft4 results were 2.44 ng/dl and 2.35 ng/dl. The siemans platform result was 1.10 ng/dl. The e801 ft3 result was 5.12 pg/ml. The siemans platform result was 2,50 pg/ml. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Upon further investigation of the patient sample, the values obtained by the customer were confirmed. In relation to the ft4 and ft3 results obtained an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
The date of testing of the new patient sample at the investigation was (B)(6) 2018.

Manufacturer narrative:
The customer provided the investigation site a new sample from the same patient. The date of the sample collection was not known. The date of testing is not clear but clarification has been requested. The results from the investigation site were as followed: tsh 2.46 uiu/ml, ft4 ii 2.56 ng/dl, ft4 iii 2.54 ng/dl, and ft3 5.04 ng/dl.